Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the right atrial lead. Additionally, the atrial lead exhibited helix issues. The right atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events of the stylet failure to advance and the helix mechanism issue were confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Visual analysis of the lead found the helix to be partially extended and clogged with blood/tissue. An x-ray-raymination was performed and it was found that the inner coil over-torqued at the connector region. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.